Manufacturer narrative:
PMA/510(k) # :p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation the zisv6-35-125-6.0-80-ptx device of lot number c1444046 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 18th october 2018. The returned device lab examination findings and observations can be referred through attached photos. Complaint is confirmed as the failure was verified in the laboratory. The retraction wire was separated from the stent retraction sheath (srs). It may be noted that a kink was also observed on the stability sheath (ss). It is possible that this occurred as a result of handling on removal of the device after from the patient or handling during transport. The most likely root cause for this complaint is difficult patient anatomy. It is known that the angle of the aortic bifurcation was tight and caused or contributed to resistance during advancement. This resistance could have caused and/or contributed to high deployment forces resulting in separation of the retraction wire from the srs resulting in partial stent deployment. The stent fractured on removal of the delivery system. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It may be noted that the japanese packaging insert states the following: ¿when excessive resistance of the thumb wheel is felt before that stent deployment, do not continue the operation forcibly. Carefully remove the delivery system without deploying the stent.¿ ¿do not apply excessive force during the stent deployment. When excessive resistance is felt in the beginning of the stent deployment, discontinue the deployment to remove the delivery system and replace it with a new device.¿ ¿if excessive resistance is felt during maneuvering of the delivery system, do not force to continue. [The delivery system may be damaged.] It may be noted that a CAPA (pr 216126) has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Document review the zisv6-35-125-6.0-80-ptx device of lot number c1444046 contains zvsp6-t-35-125-6.0-80-is (zilver ptx) of lot number ch1422186 prior to distribution all zisv6 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1444046 & ch1422186) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1444046. Summary complaint is confirmed as the failure was verified in the laboratory. A kink was identified on the sheath and the retraction wire was separated from the stent retraction sheath (srs). According to the initial reporter, cut-down was conducted and the fractured segment was removed out of the body without any residues. The procedure was completed with another zisv(detail: unknown) successfully. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The delivery system of the complaint zisv6-35-125-6.0-80-ptx was advanced to the target site and deployment of it was started by rotating the thumbwheel. However, after approximately 3 cells of it were expanded, the thumbwheel began to idle and thus, the rest part of the stent became unable to be released. The physician attempted to cover the released 3 cells with the outer sheath by pushing the delivery system, but the most distal cell could not be put into the sheath. Although he tried to retrieve the delivery system and the stent out of the body under that condition, the most distal cell protruding from the sheath tip fractured when it reached punctured site, and remained in the artery. Cutdown was conducted and the fractured segment was removed out of the body without any residues. The procedure was completed with another zisv (detail:unknown) successfully.